Event description:
Customer states unit will only run for 6 minutes and goes into constant alarming. Twenty hours on unit. Customer states he has had unit for 2 months and it has been doing this whole time. Dealer purchased unit online, needs service center.